Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that she forgot to pull out the needle guard when she changed her infusion set. The needle guard got stuck on her tummy and she needed to go to the emergency room to get it removed. No further information available.